Event description:
It was stated that the customer was hospitalized for low blood glucose and the reading was 22 mg/dl. Troubleshooting was not possible as no infusion sets were available at the time of the call. It was stated however that the basal rates appeared to have been programmed too high. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.